Event description:
The physician inserted the aspiration catheter over the guide wire through the guide catheter and advanced the aspiration catheter forward to aspirate the vessel. The physician attempted to remove the aspiration catheter and the shaft of the aspiration catheter separated inside the guide catheter. The physician was able to remove the device without issue from the pt. The pt is reported to be fine.